Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, as the malfunction code could not be reset. The customer planned to use multiple daily injections as backup therapy.